Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7072811/7072808.

Event description:
It was reported that the patient felt nauseous with the device. The patient underwent a full system explant procedure. No further information has been obtained despite good faith efforts.